Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging a power issue with the pump. The patient claimed that after he re-inserted a battery, the pump no longer powered on. The patient reported a blood glucose (bg) level of "400 mg/dl." The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump would not turn on after re-inserting the battery. However, there is no evidence that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.